Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: a2dr01, implantable pulse generator, (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient had a right ventricular (rv) lead revision procedure. Since the revision, rv thresholds have risen. No intervention or reprogramming was taken, and the physician is monitoring the rv lead. The rv lead remains in use. No patient complications have been reported as a result of this event.